Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that a pt's IV had been infusing for hours, and when the nurse went into the room the pump was alarming. Reportedly, there was no reading on the pump, only a red light. The pump had been unplugged; the nurse thought the pump was alarming because it needed to be plugged in. When she plugged it in the pt told her the pump had been smoking, so she unplugged the pump and removed it from use. Biomed examined the system. Both iui's between the pcu and the pump module had burnt iui's. The pins themselves were blackened and the plastic on both sides was melted. Biomed took the iui's off both the pcu and the module and inspected the devices, and found no damage underneath on the iui boards themselves. No pt harm was reported by the nursing staff. Customer stated the user did not provide any add'l pt or event details and requested no contact be made with clinical staff on the floor.